Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. A recovery cone system, which included the dilator and the sheath, was returned for evaluation. The marker band had traveled proximally 14cm on the sheath's surface. The original marker band impression was visible on the sheath. The tip of the sheath did not show any obvious anomalies. There were diagonal marks on the sheath's surface which appeared to have started from the proximal end of the marker band impression and continued for approximately 3.5cm on the sheath. It is unk how these marks were caused on the surface of the sheath. All measurements made were found within specification. It should be noted, that the event description states that the access site was pre-dilated to 10f. Per the IFU (instructions for use), the physician should pre-dilate the accessed vessel with a 12f dilator. The device evaluation confirmed the complaint for marker band detachment. The root cause is user related as the accessed vessel was not pre-dilated to 12f. The IFU (instructions for use) states the following: pre-dilate the accessed vessel with a 12 french dilator.

Event description:
It was reported that when attempting to remove filter placed three months ago, the physician pre-dilated the vessel up to 10f and then used the recovery cone dilator and catheter to carry out venacavagram to check the status and position of the filter. Under fluoroscopy, the physician noticed, that the radiopaque marker had moved from the end of the catheter to approximately 20cm up the dilator. The venacavagram showed that there was too much clot in the filter to be able to remove it. There was no report of injury to the patient.